Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s low blood glucose was 50 mg/dl and the another blood glucose value was 300 mg/dl. Customer stated that the blood sugar remained high for the whole day and while sleeping that was the customer experienced low blood sugar. The device will be returned for analysis.